Manufacturer narrative:
E1: (B)(6). G4: premarket / 510(k): k142259, k163701.

Event description:
It was reported that microcatheter fractured occurred. The target lesion was located in the gastroduodenal artery. A ngmc/transend/021/bern/1ro/130 direxion was selected for use. After unpacking, it was noted that the tail end of the microcatheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k142259, k163701. Investigation results: device evaluated by MFR: the direxion device was returned for analysis. The device was examined visually and microscopically to reveal a shaft fracture located at the strain relief and approximately 4cm from the strain relief and an inner lumen kink is located approximately 4cm from the strain relief. The reported event was confirmed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that microcatheter fractured occurred. The target lesion was located in the gastroduodenal artery. A ngmc/transend/021/bern/1ro/130 direxion was selected for use. After unpacking, it was noted that the tail end of the microcatheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.